Event description:
This case was initially received via regulatory (B)(6) on 23-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("skin test showed nickel, chrome and cobalt allergy") and vertigo ("chronic vertigo that prevented driving") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced vertigo (seriousness criterion medically significant), tinnitus ("tinnitus"), bone pain ("pain in bones of lower limbs"), hyperacusis ("noise intolerance"), dyschezia ("difficulties in defecation with no constipation"), musculoskeletal stiffness ("fingers which block, feeling stiffness in fingers during the prolonged holding of objects"), fatigue ("fatigue all the time"), hypersomnia ("sleep all the time"), anxiety ("anxiety"), paraesthesia ("facial paresthesia"), psychiatric symptom ("loss of confidence"), feeling cold ("feeling to have cold inside"), disturbance in attention ("difficulty to follow a line of thought"), communication disorder ("difficulty to have a conversation") and loss of libido ("no libido"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals outcome was unknown, the vertigo, hyperacusis, dyschezia, fatigue, hypersomnia, anxiety, paraesthesia, psychiatric symptom, feeling cold, disturbance in attention, communication disorder and loss of libido had resolved and the tinnitus, bone pain and musculoskeletal stiffness had not resolved. The reporter considered allergy to metals, anxiety, bone pain, communication disorder, disturbance in attention, dyschezia, fatigue, feeling cold, hyperacusis, hypersomnia, loss of libido, musculoskeletal stiffness, paraesthesia, psychiatric symptom, tinnitus and vertigo to be related to essure. The reporter commented: in the end, I had to stop work for two months. In the 15 days following the removal, several symptoms were recovering. After 2 months, only tinnitus, slight pains in lower limbs, and feeling stiffness in fingers during the prolonged holding of objects persisted. After essure removal, skin tests showed nickel, chrome and cobalt allergy. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - in 2018: nickel, chrome and cobalt allergy further company follow-up with the regulatory authority is not possible. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jul-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("skin test showed nickel, chrome and cobalt allergy") and vertigo ("chronic vertigo that prevented driving") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced vertigo (seriousness criterion medically significant), tinnitus ("tinnitus"), bone pain ("pain in bones of lower limbs"), hyperacusis ("noise intolerance"), dyschezia ("difficulties in defecation with no constipation"), musculoskeletal stiffness ("fingers which block, feeling stiffness in fingers during the prolonged holding of objects"), fatigue ("fatigue all the time"), hypersomnia ("sleep all the time"), anxiety ("anxiety"), paraesthesia ("facial paresthesia"), psychiatric symptom ("loss of confidence"), feeling cold ("feeling to have cold inside"), disturbance in attention ("difficulty to follow a line of thought"), communication disorder ("difficulty to have a conversation") and loss of libido ("no libido"). On (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal by bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals outcome was unknown, the vertigo, hyperacusis, dyschezia, fatigue, hypersomnia, anxiety, paraesthesia, psychiatric symptom, feeling cold, disturbance in attention, communication disorder and loss of libido had resolved and the tinnitus, bone pain and musculoskeletal stiffness had not resolved. The reporter considered allergy to metals, anxiety, bone pain, communication disorder, disturbance in attention, dyschezia, fatigue, feeling cold, hyperacusis, hypersomnia, loss of libido, musculoskeletal stiffness, paraesthesia, psychiatric symptom, tinnitus and vertigo to be related to essure. The reporter commented: in the end, I had to stop work for two months. In the 15 days followings the removal, several symptoms were recovering. After 2 months, only tinnitus, slight pains in lower limbs, and feeling stiffness in fingers during the prolonged holding of objects persisted. After essure removal, skin tests showed nickel, chrome and cobalt allergy. Diagnostic results (normal ranges are provided in parenthesis if available): skin test - in 2018: nickel, chrome and cobalt allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.